Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "failed flow rate accuracy" was reproduced. Evaluation had the flowline run a flow test at a delivery rate of 40 ml/hr at a volume to be infused of 40 for a 60 mins run time. The delivered amount was 42.251 and the error percentage was at 5.6275. The event history log was reviewed for the last days of customer use as no event date was provided. The review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the pressure plate travel. The pressure plate travel required to be adjusted and m2/m3 springs required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed flow rate accuracy during an unspecified process step. There was no patient involvement. No additional information is available.